Event description:
A health professional reported receiving a low reading of 200 mg/dl on their blood glucose monitor. The laboratory reference reading of 700 mg/dl was received within 10 minutes. The results when plotted on a parkes error grid fell out of range showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.